Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered an unspecified fluid leak during an unknown phase of their pd treatment. The patient reported issues draining in drain 1 of 4 of treatment. There were no machine alarms prior to the leak. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient checked the tubing that was not on the floor and the supply bags and they were dry. The patient stated there was a puddle on the floor and there was tubing on the floor, in the puddle that was wet. The patient confirmed that no connections were close to the puddle. Upon follow up, the pdrn stated they have not been made aware of the event, however, confirmed the patient has not developed any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. Additional information was requested, however to date has not been provided.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered an unspecified fluid leak during an unknown phase of their pd treatment. The patient reported issues draining in drain 1 of 4 of treatment. There were no machine alarms prior to the leak. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient checked the tubing that was not on the floor and the supply bags and they were dry. The patient stated there was a puddle on the floor and there was tubing on the floor, in the puddle that was wet. The patient confirmed that no connections were close to the puddle. Upon follow up, the pdrn stated they have not been made aware of the event, however, confirmed the patient has not developed any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. Additional information was requested, however to date has not been provided.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.